Manufacturer narrative:
This report will be amended when our investigation is complete. Returned but not yet evaluated.

Event description:
It is reported that the provisional broke while putting the knee through a trial range of motion.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned ps tasp top confirmed that the tasp has fractured into two pieces (all pieces returned). The fracture extends from the corner of pcl notch on the lateral side to the anterior edge. The device also showed cosmetic damage such as nicks, gouges, dents, and scratches. These are likely from use. The device history records and receiving inspection reports were reviewed where no deviations or anomalies were identified. This device is used for treatment. It was considered that the device was conforming when it left zimmer biomet. The root cause is thus considered to be a previously addressed design issue.